Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy with uterine morcellation in (B)(6) 2011, and a morcellator was used. In (B)(6) 2013, the patient developed symptoms of a respiratory infection and cough. She was treated for bronchitis but eventually presented to the emergency room in (B)(6) 2014 due to left-sided chest pain. A cardiac echocardiogram showed a large pedunculated mass in her right atrium that extended into her inferior vena cava, and also showed a large mass on her tricuspid valve. A subsequent CT scan showed right lower lung pulmonary nodules and a pelvic mass. A CT-directed biopsy of the mass showed a benign smooth muscle tumor suggestive of leiomyoma. It was reported that slides from her prior hysterectomy and the samples from the current biopsy showed an identical result. It was reported that the patient underwent an exploratory laparotomy and intraoperative ultrasonography on (B)(6) 2014 concurrently with exploration of left common iliac vein, removal of inferior vena cava and left iliac vein intravascular leiomyoma with intraop ultrasound control via iliac venotomy, exploration of left renal vein with removal of intravenous leiomyoma with ultrasound control via left renal vein venotomy, median sternotomy, cardiopulmonary bypass, excision of tricuspid valve tumor, repair of tricuspid valve with reimplantation of ruptured chordaes to the anterior leaflet, tri-ad remodeling annuloplasty, exploration of pulmonary artery to the level of the segmental orifices and excision of pelvic mass with bilateral salpingooophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4) -multiple masses occurred. Conclusion: the device information for use under precautions states caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.